Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. At an unspecified time after the initial activation on (B)(6) 2014, the device failed to suction. Another like device was used. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.